Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were several patients who have had impedance issues following a replacement. The rep reported on jun-24 that they obtained impedances for the patient; however, impedances were normal. No patient symptoms were reported.